Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under registration number (B)(4). The lead was returned for analysis. Visual examination revealed no anomalies.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under registration number (B)(4).